Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported downstream occlusion error which was not reproduced. The device was tested for downstream occlusion and passed within specification. Additionally, the force sensor was found in specification. A review of the event history log identified downstream occlusion messages which verified the reported issue however no cause was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion error. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.